Event description:
The customer reported to olympus that the video connector to the visera pro video system center was aged with poor contact. This occurred during preparation for a therapeutic otolaryngology procedure. There was no delay, and the patient was not under sedation. The procedure was completed with a similar device and there was no report of patient harm. The device was returned, evaluated, and the front panel memory card eject button was found to be defective. This MDR is being submitted to capture the reportable malfunction found during the device evaluation. There was no report of patient harm.

Manufacturer narrative:
E1) establishment name: (B)(6) hospital . Noting due to character limit. The device was returned to olympus and the customer's allegation was confirmed. The front panel memory card eject button malfunction found during evaluation was as a result of a defective printed circuit board. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the defective front panel memory card eject button was due to a faulty printed-circuit board. The cause of the faulty printed-circuit board could not be identified. Olympus will continue to monitor field performance for this device.